Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0hfjn, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that 3 of the 4 wires on their lead broke. Patient thinks the lead broke and got loose earlier than they should have. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient was directed to turn therapy off since it was not helping them anyhow and ended up having the system fully replaced on (B)(6) 2021.